Manufacturer narrative:
Device evaluation summary the pneumatic interface printed circuit board was returned to medtronic on (B)(6) 2020 and is under evaluation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Correction: it was reported that while in use on a patient this 980 ventilator entered back up ventilation (buv). The patient was removed from the ventilator and placed on an alternate ventilator with no harm reported.

Manufacturer narrative:
Additional codes added to section h6 evaluation code result and conclusion. H3: device evaluation summary: the pneumatic interface board was returned for failure investigation. It was attached to the test ventilator and powered up. Performed est (extended self-test), sst (short self-test) and all calibrations. No errors and no alarms were found. The analysis determined no fault was found with the returned board. The event was isolated in the field to a potential fault with pneumatic interface pcba; however, the returned component was analyzed and no fault found. With the information available a likely cause could not be determined. The event is included in a data monitoring plan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the medtronic service personal (sp) inspected the ventilator and identified the relevant diagnostic code in the ventilator memory logs. The sp replaced the pneumatic interface printed circuit board and flashed new software. The sp performed calibrations and ran all tests per manufacturer service manual. The ventilator passed all tests and was returned to the customer. If the replaced part is returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient this 980 ventilator stopped delivering breaths. The patient was removed from the ventilator and placed on an alternate ventilator with no harm reported.